Event description:
Caller states the pt tested greater than 4.0 inr on the coaguchek s system and 2.6 inr on a comparison lab. Coumadin was decreaed based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller is unsure which device produced result.